Event description:
Patient underwent transluminal angioplasty and stenting of celiac trunk and right leg angiogram. At the end of the procedure a mynx closure device was deployed in the right common femoral artery under fluoroscopic guidance. Later in the day, it was noted that the patient had pallor and diminished pulses in the right leg with right foot pain. The patient returned to the cath lab and the right common femoral artery was accessed. An attempt was made to retrieve the mynx material with a 60 cc syringe but this was unsuccessful and there was still a filling defect. The patient was taken to the operating room for a right femoral endarterectomy with a saphenous vein patch. The patient tolerated this procedure well. A significant amount of organized debris was removed from the common femoral artery at the femoral bifurcation. The patient was discharged and then required a readmission for a hematoma in the groin and anemia. The anemia was corrected and she was again discharged home.